Event description:
The doctor noticed the haptic was broken after the lens was implanted in the eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00111 for the delivery device used with this intraocular lens.